Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the staff had insufficient reprocess training and insufficiently handled the scope. The instructions for use (IFU) provides the following guidelines: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Reprocessing using the aw channel cleaning adapter is as follows: to prevent clogging of the air / water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) had visited the facility. During the in-service on leak testing and manual cleaning, the ess learned the customer may not always consistently use the air water channel cleaning adapter at pre-cleaning. The ess covered leak test, manual cleaning, and storage reprocessing steps according to olympus guidelines on reprocessing. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they will have to contact the manufacturer of the products for the instructions and guidelines. The ess also performed a repair reduction in-service and a repair reduction observation. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/annual refresher for the evis exera iii colonovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scope was being reprocessed incorrectly. No patient involvement was reported.